Event description:
I had the infuse implanted during my spinal surgery which has caused me many serious injuries including pain, major nerve injury, limited physical mobility and the fear things will never get better.